Manufacturer narrative:
Additional information: b2, b5, b6 and b7. B5: upon follow up, it was reported that seventeen days after the event onset the patient was hospitalized and treated with injection meropenem (1 gm, once a day, intraperitoneal, discontinued), injection vancomycin (1 gm, every 72 hrs, intraperitoneal, discontinued) and injection amikacin (125 mg, once a day, intraperitoneal/discontinued) for peritonitis. The patient was discharged seven days after hospital admission. It was reported that pd therapy was put on hold and the patient shifted to temporary hemodialysis (hd). Same hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, loss of appetite, weakness, and low blood pressure the cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotics treatment. It was reported that the patient is recovering from the peritonitis pd therapy was ongoing. No additional information is available.